Event description:
The device was applied during a laparocopic sigmoid colectomy. Reportedly, pneumoperitoneum leaked from the instrument. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.